Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the patient presented via remote transmission. Upon review, the right ventricular lead exhibited noise. Programming changes were discussed. No further information was reported.

Manufacturer narrative:
The reported lead is an atrial lead. Previous report stated that the lead was right ventricular lead.

Event description:
New information states that the patient was seen in clinic on (B)(6) 2019. The noise was reproducible with isometrics. Programming changes were made. The patient was in a stable condition.